Event description:
The patient mentioned that she has problems with the up and down buttons for the past month. She claimed that the buttons are sticking and required several presses to activate the desired pump functions. She also stated she difficult time when the pump is accidently locked, she has a difficult time getting the pump unlocked due to buttons. Patient denies any damage to keypad. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation and the following was discovered with the subject pump: all keypad buttons are responding intermittently and product analysis removed the keypad and found adhesive under the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.